Manufacturer narrative:
Claim # (B)(4).

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial, dry with residue/debris on the lens. Visual inspection found no visible damage to the lens and residue and debris on the lens. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon was loading a 12.6mm vicm5_12.6 implantable collamer lens, -05.50 diopter, into the cartridge and the lens tore. There was no patient contact. Another same model/length lens was implanted and the problem was resolved. The cause of the event was unknown.